Event description:
It was reported that the stimulation just stopped out of the blue, but when the implantable neurostimulator (ins) was read it indicated that it was 40-80% used. The patient told the representative that she was using the ins every day. The ins was changed out on (B)(6) 2011, and impedances over 4,000 ohms were reported on all bipolar pairs. The entire system was eventually replaced with a (B)(4) and an ultra. The patient was doing well post-op and mentioned that the new stimulator felt "dynamite".

Manufacturer narrative:
(B)(4).